Event description:
A report was received from the USA, the claim has not been confirmed. It is unk if the device was used during surgery. However, it is also unk if there was user death or injury. There also was no report of pt injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).